Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that the patient had an explant on (B)(6) 2011 due to pelvic pain, abnormal vaginal bleeding and femoral hernias. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 to treat vaginal prolapse and stress incontinence with concurrent anterior and posterior colporrhaphy, bilateral paravaginal defect repair, bilat sacrospinal fixation, preineorrhaphy/mesh and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.